Event description:
It was reported that a patient presented to clinic for numerous shocks. Device interrogation revealed inappropriate therapy due to atrial fibrillation with rapid ventricular response and atrial undersensing on the implantable cardioverter defibrillator (ICD). Programming changes were performed to resolve the issue. The patient condition was stable.